Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported that fluid/ blood was seen inside the lead just below the contacts. The rep did not know how it happened. She thought the plastic tunneling straw was pulled out too quickly and it may have resulted in a fluid ingress. There was no trouble inserting the lead. The rep tested impedances intra-operatively and they found high impedances. The surgeon wanted to close regardless. The surgeon planned to leave stimulation off until the patient healed from the surgery before turning it on. There was visible damage to the lead. No patient symptoms were reported. It was noted that the patient had a system already; this implant was to place a new system on the contralateral side. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.